Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and dilated left atrium for a mitraclip procedure. During the preparation, it was observed that there was crack on the touey on dilator. Leak was observed at the dilator flush port when placing the stopcock. Device was replaced and continued the procedure. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.